Event description:
A malfunction on the pump was reported. The customer's blood glucose level exceeded 500 mg/dl, and the specific value was unknown but displayed as "high." The customer addressed the high blood glucose by using a correction injection via mdi. There was no injury, but ketones were present, and the healthcare provider confirmed the ketone level was not dangerous or life-threatening. Technical support planned to replace the pump, confirmed it was under warranty, and instructed the customer to switch to mdi as a backup therapy. The problematic pump was to be returned using a pre-paid label within 10 days, with the customer putting it into storage mode as instructed.